Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the main cpu, the cpu controller box. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 6800 system would intermittently lock up. Rebooting would restore operation. There was no report of patient injury.